Event description:
The pt stated that the pt was splashed in the eye with cidex plus while placing a flexible endoscope in the solution. The pt rinsed the pt's eye with normal saline for 15 minutes. The pt was seen by a physician who medicated the pt's eye and flushed the pt's eye again with 1 liter of normal saline. The pt then saw an opthamologist who stated that the pt's eye was fine.